Event description:
Boston scientific received information that during follow-up, this system was unable to be interrogated due to the on-site programmer, not having compatible software for this device model. Reportedly, the device had been implanted in another geography. As a result, the device was electively explanted. During explant, the physician encountered difficulty during setscrew retraction and ultimately cut the chronic leads to complete extraction. All replacement components were non boston scientific products and the explanted products are intended to be returned for analysis. No resulting adverse patient effects were reported.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Manufacturer narrative:
This lead was not returned for analysis. Associated device analysis completed under report number 2124215-2014-00293. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.